Manufacturer narrative:
Follow-up #1 date of submission 09/01/2015- device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: a review of the black box showed 054 call service alarms. The pump was able to successfully perform the ez-prime steps with no errors, alarms, or warnings. The pump cover was opened and evidence of moisture was found on the force sensor and transceiver board. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 054 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.